Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Per dealer, right torsion spring broke, causing extension springs to "pop."